Event description:
It was reported to philips that the wireless footswitch had frequent connection issues. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time the event occurred. No harm to the patient nor user was reported. The philips field service engineer (fse) inspected the system onsite and confirmed that the second generation wireless footswitch (wfs) lost connection with the system. The fse replaced the wireless footswitch and base station. After replacement the system was returned to use in good working order. The wireless footswitch and base station were both returned for part analysis. The cause of the loss of connection of the wireless footswitch and base station could not be conclusively determined by the supplier¿s part analysis, however the replacement of these parts by the fse has resolved the reported issue and restored the functionality of the system. Based on the available information and results of investigation this complaint cannot be associated with any existing philips fsca. The codes were updated based on the investigation outcome. Evaluation method code was corrected.